Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported a patient enrolled in a clinical study underwent a right total shoulder arthroplasty and right total elbow arthroplasty on (B)(6) 2014. Subsequently, patient expired on (B)(6) 2015 due to unknown reasons. It was noted the death was unrelated to biomet implants.